Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the perforated potion of the drain remained in the wound after the drain was removed. The drain was inserted (B)(6) 2017. It was later reported that the patient was scheduled for a radical left groin dissection revision for clear margins. While re-excising the previous incision, the surgeon found a portion of retained drain in the wound. It appeared that the drain had separated. The white portion of the drain was found in the wound and removed by the surgeon.

Manufacturer narrative:
A photo sample was returned for evaluation. The reported event was confirmed as a manufacturing related issue. The visual evaluation of the photos noted that the flat drain was disconnected from the clear tube. The flat drain and clear tube not molded correctly; can be confirmed that the reported issue occurred during flat drain molding process. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "precautions: 1. Avoid suturing through the drains to minimize the possibility of breakage. 2. Drains should lie flat and in line with the skin exit path. 3. Particular care should be taken to avoid any obstacles to the drain exit path. 4. Drains should be checked for free motion during closure to minimize the possibility of breakage during/after removal. 5. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or blunt instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: drain breakage may require surgical removal." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the perforated potion of the drain remained in the wound after the drain was removed. The drain was inserted (B)(6) 2017. It was later reported that the patient was scheduled for a radical left groin dissection revision for clear margins. While re-excising the previous incision, the surgeon found a portion of retained drain in the wound. It appeared that the drain had separated. The white portion of the drain was found in the wound and removed by the surgeon.